Event description:
It was reported that during a laparoscopic roux-en-y procedure, the instrument was being used on the vertical firing of the gastric pouch. During the firing of the instrument, the device was perceived to malfunction due to the instrument deploying only 1/2 of the indicated deployment of this instrument. The stapler was being used with gore seamguard strips. There was slight revision to the gastric pouch and an additional 2 hours of operating time.